Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event following an earlier low bg. The user had treated the low bg inconsistently and later experienced elevated bg after announcing a meal but eating very little. The agent reviewed proper low bg treatment using 15 grams of fast-acting carbohydrates every 15 minutes and educated the user on accurate meal announcements to prevent algorithm maladaptation. The user also received assistance pairing their dexcom continuous glucose monitoring (cgm) sensor, which later warmed up successfully. The highest blood glucose (bg) recorded was 321 mg/dl. Bg was corrected through the ilet corrective algorithm. The user's reported symptoms during the event included tiredness, headache, sweating, and chills. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.